Event description:
This event captures a review of a capri clinical study. No further device information is available. Patient thirty-eight experienced a prolongation of hospitalization due to acute respiratory failure and dysphagia. They were admitted to the ICU and put on a ventilator post-operatively. The respiratory failure issue resolved, however, the dysphagia remains and the patient was referred to ent.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device and complaint history records could not be reviewed as a valid lot number was not provided and could not be obtained. No device information nor additional information about the procedure was provided. There is no stryker device failure reported via this complaint therefore no investigation can be performed. If additional information is received, this investigation will be reopened and updated.

Manufacturer narrative:
Status and location of the device is unknown.

Event description:
This event captures a review of a capri clinical study. No further device information is available. Patient (B)(6) experienced a prolongation of hospitalization due to acute respiratory failure and dysphagia. They were admitted to the ICU and put on a ventilator post-operatively. The respiratory failure issue resolved, however, the dysphagia remains and the patient was referred to ent.